Event description:
It was reported that alerts for low, out of range pacing lead impedance were observed on review of remote transmissions. Lead remains implanted and the patient will continue to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.